Event description:
It was reported that hypoxia, slow flow, hypotension and subsequent death occurred. The patient presented with stable angina. Vascular access was obtained via the femoral artery. The 90% stenosed, 29x3.00mm, de novo, eccentric target lesion was located in the mid to distal left anterior descending (lad) artery. A choice floppy guide wire and a 6f jl guide catheter were positioned. A 32x3.00mm taxus¿ liberté¿ stent was implanted in the distal lad. Post dilation was performed using a 3.50x8mm balloon catheter. Upon removal of the guide, slow flow was noted. Nicorandil was administered via IV. The patient developed hypoxia and hypotension and was intubated. The ejection fraction was noted to be low at 35%. The patient ultimately expired. The patient was noted to be high risk and had been offered coronary artery bypass graft (CABG) surgery. The physician noted that the device had no role in the patient death.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).